Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the subject airvo 2 to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt301 humidifier (airvo 3) is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. This includes patients who have had upper airways bypassed. The flow may be from 2 - 70 l/min depending on the patient interface. The airvo 3 is for patients in hospitals and subacute facilities. The airvo 3 is not intended for life support. The airvo 3 can deliver these high flow gases through nasal cannula to augment the breathing of spontaneously breathing neonate, infant, child, adolescent and adult patients suffering from respiratory distress and/or hypoxemia in the hospital setting. The airvo 3 is not intended to provide total ventilatory requirements of the patient and is not for use during field transport.

Event description:
A healthcare facility in illinois reported that a pt301 airvo 3 generated an alarm. The nature of the alarm suggests there may be a potential issue with the subject device's audible alarm. There was no patient involvement as the issue was found whilst the subject device was not in use on a patient.